Event description:
Report of the inability to infuse pitocin through the clave port. The primary piggy-back tubing was connected to the pt access site and was infusing d5lr via gravity. A pitocin infusion was ordered to be initiated. A pump set was primed with pitocin and the male adapter was connected to the distal clave port of the gravity tubing set. The nurse reported that flow of the pitocin could not be established through the gravity set clave port. The pump set was changed out and a new set was connected to the gravity set clave port. The infusion was re-started with no further problems. Though requested no additional info was available.